Event description:
It was reported by the customer that a pyxis medbank system drawers were offline. Customer stated that they were unable to log on to issue oxycodone ir tab 5mg. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers were offline. The customer informed the display issue was resolved after turning the aio off/on. The system functioned as intended after the customer throubleshoot the device.